Event description:
It was reported that during an unknown procedure the device sealed intermittently. There was no error by generator and made the usual tones. After pressing the seal button and cutting there was a lot of blood loss and no evidence of any sealing. Surgeon believes patient to have lost 200ml blood due to inadequate sealing from enseal. Opened new competitor device and continued the procedure.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what was the surgical procedure? Lap chole. What is the surgeon's experience with the enseal x1 curve jaw? Experienced, converted in march, uses at least once a week and has never had any previous problems. Was it confirmed that the device was clamped and latched prior to every activation? Yes. Were the vessels skeletonized or taken in bundle? The vessels were within the omentum. They were dissecting the omentum as they usually do - I do not believe you can skeletonise these vessels as they are normally under 5mm. Were there any generator alert screens? No alert from the generator. Did the surgeon hear the completion tone with every firing? Yes completion tone was heard, and he often completes sealing cycle twice as his normal practice before cutting. What is the patient's current status? Patient has been discharged. The total blood loss for the procedure was 650ml and the expected blood loss was less than 100ml. The surgeon believes this extra blood loss to be a direct result of enseal not sealing. How was the bleeding addressed? The bleeding was stopped by a ligasure device. Did the blood loss require any treatment? The patient received a blood transfusion of 2 units and was kept in itu for an additional 2-3 days. The patient was always staying overnight, but this was extended. Did the patient require a blood transfusion? Yes, two units. Was the post-op care of the patient altered in any way due to the bleeding and blood loss? Yes extended stay in itu of an extra 2-3 days. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.